Event description:
It was reported to boston scientific corporation in 2007, that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure four days prior, (patient gender, age and weight unknown). According to the complainant, during the procedure the physician used the jagwire to perform the regular ercp when the guidewire was removed out of endoscope for cannulation again, nurse found that the tip of hydrophilic tip was partially lost. The physician did not find the tip inside of the patient. Another jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual inspection on the returned device was performed and the entire pebax section exhibits evidence of being present, intact, and properly adhered/coated. The entire length of teflon sleeve was examined and it was noted that the ptfe sheath showed evidence of damage at the mid-section of the wire shaft. Visual and microscopic examination of the damaged area revealed possible shearing of the ptfe sleeve indicating that it had come into contact with a sharp object. No damage or inconsistencies were noted to this specimen during the analysis. The root cause of failure could not be determined with certainty. However, based on the evidence presented by the specimen, there is a high likelihood that the probable cause for the failure reported was cause by another device. The customer did not allege having seen the damage prior to use. Therefore, clinical practice or procedures may have impacted on the event as reported. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.